Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that stimulation could not be adjusted as usual, and when looked at the controller, it said the setting value was unavailable, so could not increase the stimulation. The following is displayed on the properties screen: (B)(6) 2025 15:56 9-64 10-x204. The stimulator is regularly charged, and there are no remaining battery problems. It was changed to another group, but it was confirmed that the strength could not be increased because the settings could not be used. Explained that the patient needs to consult with the medical institution. It was unknown if the issue was resolved at the time of the report. Additional information was received from the manufacturer representative (rep) reporting that the cause was impedance abnormalities were confirmed on some of the electrodes. Action taken was stimulation settings were performed to avoid the use of electrodes for abnormal impedances on (B)(6) 2025. Issue was resolved. Details of the properties screen were unknown because the properties screen could not be checked when confirming additional information.

Event description:
Additional information was received. They were unable to retrieve the data stored at the hospital regarding the impedance measurements. The suspected cause of the impedance abnormalities, was a suspected cord fracture.

Manufacturer narrative:
Continuation of d10: product ID 97745 : product type programmer, patient product ID neu _unknown_lead product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# unknown: product type programmer, patient product ID 977a290. Serial# (B)(6). Implanted: (B)(6) 2014, UDI# (B)(4), product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that the cause of the lead break was not determined. No imaging was performed to confirm the lead break. The serial number and implant date of the lead were provided.